Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The mixer will be replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen or fresh gas flow during a case. There was no patient injury.

Manufacturer narrative:
Additional information was received that the unit leaked from the mixer. A leak at this location does not impact mixer function and generates significant noise that is immediately observable by the clinician, as the device is constantly attended. This was not a reportable malfunction.